Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness. Rising thresholds and undefined impedance qualified as high were noted on the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.